Event description:
The distributor contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement battery to resolve the issue. The device remains in use with the customer. Stryker evaluated the replaced battery and verified the reported issue. Stryker determined the cause of the reported issue to be a depleted battery. The returned battery was archived by stryker.

Event description:
The distributor contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.